Event description:
A user facility reported a pt was unhappy with vision following intraocular lens (iol) implant surgery. There was an overcorrection of the pt's astigmatism and the lens was exchanged for a different power lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by fax and mail. A completed questionnaire has not been received. (B)(4).